Event description:
Additional information was received from the patient. They reported that they were having trouble increasing due to having cold fingers, the were able to change programs on the call, they again had difficulty ending the session due to cold fingers, so they just put it aside. They were going to monitor symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had a electromyogram 2-3 months ago and the guy was careless and ever since their therapy has not worked. The patient has all their bowel symptoms again. Checked the patient's current setting and they were on 4 at 3.5 volts. Patient increased stim up to 6.1 volts and said they can barely feel the stimulation. Asked if the patient feels the stimulation in the bicycle seat region and they said no, they think they feels at the stimulator site. Asked if anything happened a couple months ago like a fall or accident and the patient said no. Asked if the patient had tried any of the other programs. The patient only has program 1-4 and they think they had tried them all. Told the caller to monitor their symptoms for a couple days and see if their symptoms improves. Also told them to follow up with the doctor to let them know the patient has had return of symptoms, and see if they want to check their lead or give them new programs.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with na implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor therapy. It was reported that the patient had a return of symptoms, and said that they are like they were prior to implant. The symptoms returned immediately after an electro-myelogram. The patient connected without any issues, increased amplitude, and felt comfortable stimulation. The patient was going to monitor symptoms and adjust as needed. The patient¿s relevant medical history included the electro-myelogram being really rough.